Event description:
It was reported that the pt had a loss of analgesia. The hcp was unable to aspirate fluid from the catheter (date not reported). The hcp confirmed that the subcutaneous section of the catheter was occluded when the catheter was exposed during surgery. The catheter was explanted and replaced, and the pt recovered without sequela. The pump was used to deliver fentanyl 0.5 mg/ml at 0.025 mg/day and bupivacaine 10 mg/ml.